Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor glucose verses blood glucose difference was 100 points off and shutting off insulin means suspending. Customer¿s blood glucose was unknown at time of incident. Customer also states that cannula was bent. Sensor will be return for analysis.